Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6)2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2022, the patient underwent surgery for femoral intertrochanteric fracture. There was no interference during dry check before nail insertion. The surgeon inserted the nail without using a combination hammer. After blade insertion, the insertion handle and nail were slightly loose, so the surgeon retightened them with an onion screwdriver and replaced them with another aiming arm to drill the distal lateral stop and was able to perform drilling without interference. The procedure was successfully completed. No further information is available. This report is for a radiolucent insertion handle f/trochanteric fixation nails. This is report 1 of 2 for pc-(B)(4). .